Event description:
It was reported that the patient, implanted in 1998, was explanted of her cochlear implant and that an infection was observed at the implant site at the time of explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.